Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Cfn-2013-4099. No sample was returned for evaluation. However, a picture from the customer was submitted to illustrate the incident reported where the "round ball circuit-holder" piece on the circuit broke off and was inadvertently stuck into the exhalation port of the circuit. A review of the internal production records for the lot involved could not be performed as lot number information was not provided. A 2 year retrospective review of carefusion data was performed in which it was observed that no similar incidents have been reported regarding this issue. Per customer information reported, ¿the anesthesiologist not having knowledge of the circuit placed the ball end in the outlet of the exhalation valve¿. Based on this information, the most probable cause for the issue reported is inadequate knowledge of the product. At this time carefusion recommends becoming familiar with the contents of this product and its use as the ¿round ball circuit-holder¿ can be removed for preference. A label would be sent to the sales representative and customer for a better understanding of product 003764. In addition, carefusion will continue to monitor and trend this issue.

Event description:
There are two summaries from two different people from 1) (B)(6): apparently what happened was the anesthesiologist dislodged the holder from the circuit and when he attempted to put it back on. Not having knowledge of the circuit placed the ball end in the outlet of the exhalation valve. The therapist saw that the dr had done this, removed the patient from the vent circuit and ventilated the patient using a bag valve mask then called our team leader. The dr approached our operations manager and said that the therapist placed it in the exhalation valve and that this was a design flaw and needed to be escalated to the manufacturer from 2) (B)(6): today, in the pacu there was an incident where the "round ball circuit-holder" piece on the circuit broke off and was inadvertently stuck into the exhalation port of the circuit. The patient could not exhale. The rt took the patient off and bagged the patient (no adverse event to patient) and called a team leader. The team leader removed the piece from the exhalation port and then the patient could ventilate. (I have the pictures) to prevent this from happening again, the equipment team will remove the "round ball circuit-holder" piece and throw it away. I have followed up with dr. (B)(6) and dr. (B)(6) from anesthesia. I will go over this safety issue that the operational safety brief and at huddles. Additional information received on (B)(4) 2013 from customer ((B)(6)): the round ball circuit holder got knocked off when attaching the clear tube on the nipple on top of the exhalation valve. The tubing was completely kinked and was removed from the top of the exhalation valve so that it could be trimmed down an inch and reattached. While it was being reattached the ball circuit holder was knocked off. The anesthesiologist grabbed it and asked what it was for, the therapist told the anesthesiologist that it wasn't needed, and not being familiar with the circuit he placed the ball end into the exhalation port. The therapist saw this and being afraid to confront the dr. Removed the circuit from the patient and manually ventilated the patient. She called our team leader who then addressed the issue. After the ball end was removed from the port the circuit was then reattached to the endotracheal tube and the patient was ventilated without issue. The anesthesiologist is raising the issue because he stated that it is a "design flaw" and that it should have been made so that it is impossible to insert it into the port. He also said that it could get knocked off while in the bag and inadvertently get stuck in the port. When asked if the tubing was kinked straight from the bag or did it kink during patient use, customer responded: there isn't any way for me to find out that answer because we repackage the circuits. We have equipment techs who assemble the circuits together, add a filter/hme then place them in a patient bag that has a string tie on it.